Event description:
This spontaneous report was received on (B)(4) 2011 from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On (B)(6) 2011, the consumer started using o.b. Applicator tampon, she used total sixteen tampons, within five days vaginally for menstruation (lot number and expiration date unspecified). On (B)(6) 2011, she put two tampons in her vagina. After two days, she could not find that tampons hence she stated that the tampon broke and possibly stuck in vagina . The action taken with the device and the outcome of the event were unknown. No sample was received for evaluation as of (B)(4) 2011. No lot number was provided with the complaint. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was also considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.